Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for two patient samples. Patient 1 initial urea result was <0.5 mmol/l and the repeat result was 5.5 mmol/l. An additional result of 55 mmol/l was provided. Clarification of this result was requested, but was not provided. Patient 2 initial creatinine result was <5 umol/l and the repeat result was 86 umol/l. This patient was a (B)(6) female born on (B)(6) 1950. It was unknown if any erroneous result was reported outside of the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. For both samples, the customer repeated all requested tests and all generated reproducible results. There are no issues with any other assays. The field service representative checked all adjustments and replaced the sample probes. He found one sample probe cover was not securely fastened causing the probe not to spring freely. Both probes were catching the cell cover at the cuvette. He adjusted the cell cover mounting and probe horizontal and vertical alignments. He adjusted and checked all reagent probes. The ultrasonic mixers were checked and vertical and horizontal adjustments were made as necessary. The rinse station nozzles were cleaned and checked.

Manufacturer narrative:
A specific root cause could not be determined. The analyzer had a deposit on the cuvette bank that was possibly a crystal of ecotergent. Most likely this was caused by low humidity in the laboratory. The specific measured humidity in the laboratory was requested but was not provided.